Manufacturer narrative:
The device was returned for analysis. The reported ¿cuff miss (suture retrieval issue)¿ was confirmed and appeared to be related to operator error. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: deploy the needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. It appears that the IFU violation contributed to the reported difficulty. The investigation determined the reported cuff miss was due to operator error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8.5f sheath prior to an ablation interventional procedure. Reportedly, the plunger insertion angle was shallow; therefore, a cuff-miss [suture retrieval issue] occurred. The suture of one new proglide device was successfully pre-placed. The sheath was not upsized, and the ablation procedure was completed. Hemostasis was achieved with the one successfully pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.